Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 5 and 24 hours. Despite attempting multiple bolus corrections, glucose levels remained elevated. Upon removal of the pod from the infusion site (arm), the cannula was found to be kinked, and blood was noted on the adhesive. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.